Event description:
A facility reported that the ventricular catheter accessory kit (951303) was used on a patient, and at the beginning of nursing/care on october 16th at around 4pm, the patient made a coughing effort leading to a sound like leakage at the external ventricular derivation. The occlusive dressing of the evd was stained with cerebrospinal fluid (csf), and the protection square behind the head of the patient was also soaked with csf. The connectivity between the intracranial tubing and external tubing was disconnected/not correctly adjusted explaining the csf leakage, which is an infectious risk. The medical team and neurosurgeons had to be called, and new connectivity/connector (present in the intracranial catheter, only the connection and not the intracerebral device) and new external receipt kit were changed. The change was done in sterile room by the medical team. No further information is available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The ventricular catheter accessory kit (951303) was not returned for investigation and lot number information provided does not correspond to an integra product; therefore, device history record (DHR) could not be reviewed. Failure analysis - the customer reported that the connectivity between the intracranial tubing and external tubing was disconnected/not correctly adjusted explaining csf leakage. This could be due to improper handling of the device in view of the event description: "the patient made a coughing effort leading to a sound like leakage at the external ventricular derivation. The occlusive dressing of evd was csf stained, the protection square behind the head of the patient was also soaked with csf." In addition, the batch number reported is incorrect and it is no longer possible to retrieve the correct lot number since the device was not kept. As a result, insufficient evidence exists to confirm or suggest a casual relationship to the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.